Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The alarm was determined to be caused by the loose connection. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Therefore, the reported issue could not be verified as to what caused the loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting it was found that the empty bag¿s connection screw was not secure. The technical service representative reviewed proper procedure with the patient. The patient would end therapy. No additional information is available.